Manufacturer narrative:
The field service representative (fsr) inspected the analyzer determined the tubing, peristaltic head (rohs) (7-35009685-02) and nozzle pairs, 1,4,5, waste & di (rohs) (2-89269-02) the likely causes of the issue. The replacement of parts which resolved the issue. A review of the architect c16000 processing module, serial number (B)(6). Service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c16000 processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c16000 processing module, serial number (B)(6), or the tubing, peristaltic head (rohs) and nozzle pairs, 1,4,5, waste & di (rohs).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier = sid= (B)(6). Patient information: no specific patient information was provided.

Event description:
The customer observed falsely depressed sodium results on the architect c16000 processing module for multiple patients. The following results were provided: sid (B)(6) initial result = 120 mmol/l, repeat result = 144 mmol/l which was ran on another chemistry module. No impact to patient management was reported.